Event description:
It was reported the light source would not light up during a therapeutic procedure. There was a 20-minute delay while switching out the device. Neither the patient nor the outcome of the procedure was impacted by the failure. There were no reports of patient harm.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. The device was evaluated by olympus, and the customer's complaint of lamp not working was confirmed. Additionally, there were non-reportable (non-pae) defects noted. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the phenomenon "does not light" occurred due to the faulty ignitor. However, a specific root cause of the phenomenon "does not light" could not be identified. Olympus will continue to monitor field performance for this device.